Manufacturer narrative:
H6; yielded jaws. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd with the jaws yielded and misaligned. It could not be determined as to how or where the damage to the jaws occurred. During the assembly process, the alignment of the jaws are verified and functionally tested to ensure the clips feed and form properly. Due to the damage to the jaws, it was confirmed that the remaining clips were scissoring.

Event description:
It was reported by the materials manager, during an unknwon procedure according to or--the er320 did not place clips properly. No other info is known at this time. 03/27/1998 the rep reported the clips were scissoring. A new clip applier was opened to complete the case. There was no consequence to the patient.